Event description:
It was reported a physician performed an uneventful novasure endometrial ablation (exact procedure date unk). Approx "a week later the pt reported to the office with cramping and mild pain". The physician performed a "pelvic exam which was normal and did cultures that came back negative". The pt received antibiotics and was discharged home. Approx two weeks after "the pt's husband phoned the doctor to report the pt has endocarditis". We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review and sterile record review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).